Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The nurse (B)(6). Has reported to the sales rep p-o b. That the reamer handle was broken during reaming of acetabulum. The surgery proceeded by using another reamer handle.